Event description:
During routine follow-up, the device was found operating with nominal parameters after a reset. The physician requested an explanation about the reset.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.